Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported a left side deflation of a tissue expander. Device has been explanted.

Event description:
Patient reported a right side deflation of a tissue expander.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the stable base-shell and device appearance (the device has a black circle in anterior side). Leak test and microscopic analysis was performed which identified: two openings striated on the anterior and one opening sharp on the stable base-shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. Two striated openings due to surgical damage consist in the use of some surgical tool.